Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2020. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device. To date no response has been provided and no device received. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. Can you please clarify if the device had a feeding issue? Did device feed clips sideways into the jaws? Did device eject clips that were unformed? Or did the device fire malformed clips? If yes, were the clips not completely closed (clip gap)? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the clip could not form. There was no delay to the procedure. It is unknown how the procedure was completed. Patient consequence was not reported.